Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Patient was revised on (B)(6). Patient had ankle pain due to fractured distal tibia. Hardware was removed and antibiotic spacer was placed. Bio4 was placed in non-union site. Inflammation and tissue damage were not reported. Also, stat cultures were sent to pathology during case prior to decision to fixate medial distal tibia and cultures came back negative for infection.